Event description:
It was reported that the insulin pump alarmed no delivery and that the customer experienced high blood glucose levels. The blood glucose reading was 424 mg/dl, which was treated with the insulin pump and 8 units of insulin via manual injection. The customer advised that the alarm was resolved by a complete infusion set, reservoir and insulin change, declining to return the supplies for failure analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.